Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. The insulin pump also received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's insulin pump had a problematic down arrow key. The patient's blood glucose at the time of incident is unknown; however, the patient stated that their blood glucose was good. During troubleshooting it was confirmed that the insulin pump was not bumped, dropped, or exposed to moisture. The insulin pump will be returned for analysis.